Event description:
In (B)(6) 2011, the pt had a right side arthrodesis utilizing the ifuse implant system. No intra-operative or post-operative complications were experienced. Around (B)(6) 2012, the pt began to complain of pain in the right buttock that was similar to the pain she experienced before the si joint fusion. CT imaging showed possible loosening of the proximal implant on the iliac side. The second and third implants appeared to be short with minimal extension into the sacrum. On (B)(6) 2012, pt contacted the si-bone nurse hotline seeking a surgeon in her area that could perform a revision surgery to add additional ifuse implants to stabilize her right side si joint. On (B)(6) 2013, the pt underwent revision surgery where two additional ifuse implants were added to stabilize the right si joint. No implants were removed. The pt had no new complaints of pain. Per dr. Reckling, "this is a case of recurrent si pain most likely related to second and third implants being shorter than optimal and somewhat dorsal."

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual, IFU and fmea, the most probable root cause is improper ifuse implant size selection and malpositioned ifuse implants.